Event description:
It was observed that during the device evaluation, the subject device exhibited a gap between the cable unit and corrosion on the coupler unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it was likely that the malfunction was caused by a gap between the cable unit and corrosion on the coupler unit. The issue was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.